Event description:
Info received indicates the brake and brake/steer casters continue to swivel when in the brake mode.

Manufacturer narrative:
The technician found that the casters were worn and needed to be replaced. He replaced the casters to repair the bed.